Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-02528. It was reported the patient's scs system did not provide effective pain relief. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the entire system was explanted. The patient will explore alternative options.